Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer placed tape on the insulin pump to keep the reservoir in place. A piece of plastic broke off where the vial goes in. Customer's blood glucose level was 7.0 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, missing the black o-ring/seal from inside reservoir tube, cracked reservoir tube window, cracked reservoir tube window corner and cracked on battery tube threads.